Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia with blood glucose value of 470 mg/dl. Customer changed her infusion set then realized she was not receiving any insulin when her blood glucose increased from 80 mg/dl to 160 mg/dl. Customer declined to troubleshoot for high blood glucose value and they treated with bolus. The insulin pump will not returned for analysis.